Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited non-detection and low out-of-range pace lead impedance measurement less than 200 ohms. This lead was surgically abandoned and replaced. Additional information obtained from the field representative indicated that the lead was tested on a pacing system analyzer (psa) and the pace impedance measurement obtained was less than 200 ohms. Loss of capture was also observed. No anomalies were noted on the lead and device header connection. No additional adverse patient effects were reported.